Event description:
Customer reported unexpected negative reactions with the homozygous s cell, of panocell-10 when testing a patient sample containing anti-s. Methodology used is tube testing.

Manufacturer narrative:
The product had expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the s antigen in panocell-10, lot 18935, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.